Event description:
A patient reported they were unable to test on their surestep meter due to the meter only prompting "error 1". There was no result on their meter. There were no other tests or comparisons. No treatment. No further information has been reported.